Event description:
The customer reported a red x, a service required message and a chirp. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a red x, a service required message and a chirp. There was no reported pt involvement. The device was evaluated at philips. It was determined that the therapy pca had failed autotest for charge/shock and pacing, resulting in the reported symptom. The therapy pca was replaced to resolve the issue.